Event description:
It was reported that a transfer set leaked. The impacted transfer set was replaced with a new one. Information was obtained that septoderm spray was used on the transfer set. The patient/customer will be reinstructed to not use septoderm on the transfer set as per label instructions. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: PMA/510(k)number changed from ni to na. Correction: device manufacture date changed from 02/24/2014 to ni. The device was received and an evaluation was performed to investigate the reported event. Visual inspection by the naked eye and magnification was performed, which revealed a broken occluder leg. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. Leaking testing and clamp testing did not pass due to the broken occluder leg. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was verified. The cause of the reported issue was determined to be use error. It was reported that septoderm spray was used on the transfer set itself, which is an alcohol-based solution. The label for r5c4482e states, ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional information become available, a supplemental report will be submitted.